Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation detached from the device during the procedure. Nothing fell into the patient cavity. The surgeon opened another device in order to complete the procedure and there was no patient injury.